Event description:
The device was explanted on (B)(6) 2011. Due to early battery depletion. 0% ra or rv pacing. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).